Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.